Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the inner tubing of the lead was extrinsically breached due to a cut. It was also noted that there was blood on the distal conductor and it was obstructed, the outer insulation of the lead was extrinsically breached due to a cut, the overlay tubing was extrinsically breached due to a cut, the inner tubing was observed to have blood ingression, the outer insulation was observed to have blood ingression, and visual summary analysis indicated damage at implant.

Event description:
It was reported that the right ventricular (rv) lead had oversensing. It was suspected that there was damaged to the lead that occurred seven months ago at implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.